Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) was attempted using two proglide devices with two 8f sheaths after a percutaneous transluminal angioplasty procedure in two common iliac arteries. Reportedly, in the rcfa, hemostasis was not achieved with the proglide device. In the lcfa, a proglide was attempted; however, the knot came out of the skin line approximately 3cm. The knot could not be advanced. Manual arterial compression was used to achieve hemostasis at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Event description:
Subsequent tot the initial report, additional information received:due to the proglide device issue, protamine was given to reverse the effects of heparin.

Manufacturer narrative:
The device was returned for analysis. The reported knot came out of the skin line and the knot advancement issue could not be replicated in a testing environment as they were based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.